Event description:
It was reported that the pt developed a post operative infection. The pt presented with swelling and redness of eyes in 2002. Symptoms were noted to be exacerbated 2 days later. The physician stopped antibiotic ointment to the eyes and started local antibiotic, steroid eye ointment and medrol pack. The original procedure was a blepharoplasty performed in 2002.